Event description:
Received info regarding a cartridge 19 during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully and resumed insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new info become available, a supplemental report wil be submitted.